Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data, suspected the device reached end of life (eol) battery status as the has been implanted for approximately 14 years and provided troubleshooting guidance,. Further evaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service.